Event description:
Customer reportedly received result of 372 mg/dl on the advantage system and 73 mg/dl on the professional's device within 10 mins. No actions taken based on device results. A second incident was reported; customer states she passed out with result of 480 mg/dl taken on advantage system. She also states she would have a seizure, and the blood glucose result after the seizure would be 364 and 366 mg/dl. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.